Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported partial clip movement appears to be related to patient morphology/pathology (posterior leaflet prolapse). The reported mitral regurgitation (mr) appears to be related to the partial clip movement. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). Date of event estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip movement on the leaflet, requiring medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat grade 3-4 degenerative mitral regurgitation (mr). One clip was implanted reducing mr to 1-2. On an unspecified date, during a follow-up appointment, mr was noted to be grade 3. A control echocardiogram was performed which showed that both leaflets were inserted and no damage was noted to the leaflets or chords but some of the posterior leaflet may have slipped out of the clip after initial implant. On (B)(6) 2018, a second clip intervention was performed to stabilize the clip and to reduce mr. One clip was implanted reducing mr to grade 1. No additional information was provided.